Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28mm x 3.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage crimped stent bunched distally from its proximal end with the bunched proximal end of the stent positioned 8mm distal rom the proximal markerband. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion was located in the severly calcified left anterior descending artery. A 28 x 3.00mm promus premier drug eluting stent was selected for use. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion was located in the severly calcified left anterior descending artery. A 28 x 3.00mm promus premier drug eluting stent was selected for use. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported.